Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad nurse that the patient was experiencing power limit advisory alarms and was admitted to the hospital after changing the system controller twice with no resolution. The alarms had escalated to red heart and low beat rate alarms and the patient was placed on pneumatic support using an ip console and stroke volume limiter (svl). While on pneumatic support, the svl was unable to have full excursion, so venting was increased to every 2 hours. Approximately two and a half weeks later, a decision was made to replace the lvad with another lvad.

Manufacturer narrative:
Upon inspection after the pump exchange, multiple fibrin/thrombosed deposits were observed in the outflow graft which required evacuation and back bleeding from the aorta. The patient remains ongoing with the lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.